Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the instrument involved with this complaint and the customer confirmed that they are not returning the instrument. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer had an insufficient sealing issue. System logs did not reflect any vessel sealer or system related issues. The instrument was replaced with a fenestrated bipolar instrument, and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr clarified that the vessel sealer instrument was not sealing. The csr confirmed that the customer heard an audible signal that the instrument was ready to use and then they proceeded. The csr confirmed that the system produced the completed seal tone (fast audible tones). No error messages or codes were generated. The csr confirmed that the vessel sealer instrument did not encounter any obstructions between the instrument jaws. The csr was unsure if the target tissue was greater than 7mm in diameter. The csr confirmed that vessel was not calcified. The patient had not undergone any pre-surgical chemotherapy or radiation treatments. The amount of bio debris on the jaws of the instrument was reported to be nothing abnormal. The csr noted that there was no bleeding. The surgeon used fenestrated bipolar forceps to complete the procedure robotically.